Event description:
It was reported that during an evaluation of a returned homechoice (hc) device, it was determined that the hc machine failed the accuracy confirmation test. The device failed during evaluation; therefore, there was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the sample evaluation. Visual and functional tests were performed. The cause was determined to be a deteriorated piston foam, which was scrapped. If additional relevant information becomes available, a follow up medwatch will be submitted.